Event description:
It was reported via the study, that two months after a stent assisted coil embolization using the enterprise vrd and three orbit coils, the pt had visual disturbance with scintillating scotoma. An occipital sub-acute infarction on diffusion MRI was seen, which is in the same territory and therefore, a relationship with the devices cannot be ruled out. The event type was indicated as a thrombo-embolic complication that resolved three months after onset. It was however, reported that angiograms were not performed to confirm the embolic event. Eval approx. Two months prior to the index procedure indicated this male pt with a history of recurrent headaches had a hunt and hess sub-arachnoid hemorrhage score of one. The pt was not taking any medications at the time of this eval. At the time of the index procedure, it was indicated that pre-procedure medications included a loading dose of aspirin 150mg and clopidogrel unk dose was prescribed greater than 24 hours prior to the procedure. The aneurysm location was in the carotid ophthalmic segment of the right internal carotid artery. The aneurysm had a height of 18mm, length and width of 10mm, and the neck was 7mm. The parent vessel diameter proximal to the aneurysm was 5mm and distal to the aneurysm was 5mm. The enterprise vrd was implanted without complication and was followed with placement of a total of 16 coils including 13 non-cordis coils and 3 cordis orbit coils. Post procedure, the pt was on aspirin 150mg, clopidogrel 75mg, and unspecified anticoagulants/thrombolytics indicated as "other". The pt was discharged home without complication with h/h sah score unchanged from baseline. Discharge medications included aspirin 150mg planned duration for four months and clopidogrel 75mg planned duration 1 month. However, at six month f/u, it was reported that aspirin and clopidogrel were taken without interruption. Six month f/u angiogram was completed showing complete obliteration of the aneurysm.

Manufacturer narrative:
MFR reviewed the device history records relative to the mfg, inspecting and packaging of lot which corresponds to cordis enterprise vrd lot. The history records indicate this product was final inspection tested at MFR and was determined to be acceptable. Add'l info will be submitted within 30 days of receipt. This is one of four products involved with this adverse event, which is associated with mfg report#1058196-2009-00140, 1058196-2009-00138, 1058196-2009-00139.